Event description:
A patient reported blood results of "5.7 mmol/l" with a lifescan meter and "4.4 mmol/l" on a laboratory device, performed within 10 minutes of each other.. Between the tests there was no intervention that would be expected to change the blood glucose.